Event description:
A home patient contacted baxter's technicial service center for assistance. Per initial report, the home patient was connected to the patient line of the homechoice set during priming cycle. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.